Event description:
Surgeon used secondary impactor for final cup impaction and upon hitting with mallet the handle broke in two pieces.

Manufacturer narrative:
An event regarding plastic handle fracture involving a final cup impactor was reported. The event was confirmed. Method & results: device evaluation and results: the returned device was in used condition. The visual inspection confirmed the fractured handle. Medical records received and evaluation: clinician review was not performed as there is no indication that the event was related to patient factors. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found one other similar event has been reported for the subject manufacturing lot. Conclusions: the root cause of the reported event was determined to be a known design issue addressed by a design change. The subject device was manufactured prior to the design change.

Event description:
Surgeon used secondary impactor for final cup impaction and upon hitting with mallet the handle broke in two pieces.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.